Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo 1 of the document shows a partial view of the drainage catheter in which the tip is seen. The thread is visible, some material can be noted on the tip of the catheter coming from inside of the catheter, however it cannot be determined what exactly the material can be. The photo 2 of the document shows a drainage catheter placed into a pouch containing outer label in foreign language in which the lot number, material number and expiry date can be identified. The manufacturing evaluation site states, supplied investigation photos show the defect exists. Therefore, the investigation is confirmed for the reported catheter tip blockage issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti drainage catheter. During the procedure the tip of the drainage catheter became blocked, preventing the guide wire from entering. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6), 2025, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti drainage catheter. During the procedure the tip of the drainage catheter became blocked, preventing the guide wire from entering. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.